Event description:
Medtronic received information via email to medtronic technical services that approximately 1 year ago, on two separate occasions this bipolar pacing lead fractured just before the terminal electrode, causing an inability to pace or sense. The patient was in atrial fibrillation (afib) and when cardioverted, became bradycardic and could not be paced. The ventricular pacing lead was working until the patient went into afib. Upon removing the lead from the patient, it was noted that the lead was missing the blue polypropylene monofilament coil, thought to be retained in the patient. No interventions and no adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received cut, to retain only the distal section. The length of conductor wire was 215 mm, and the distal section was incomplete; the electrode tip and a piece of monofilament was missing. The proximal connector pin and curved needle was not returned. Visual inspection of the device indicated that the inner wire was broken approximately 0.5 mm behind the inner conductor insulation. The installation of the electrode ring met manufacturing requirements. The inner cable was determined to be broken due to fatigue most probably at the proximal edge of the electrode tip. Conclusion: the distal side of the returned product received abnormal stress which may have resulted in facilitating the fracture between the electrodes. A conclusive root cause for the fracture could not be determined. The fracture most likely occurred due to fatigue related to flexing with the distal electrode, in combination with, but not limited to, the position of the electrode in the heart tissue, dislodgement, the implant technique and the implant duration.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The other lead is reported in medwatch 2025587-2014-00748. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.